Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the dilator/locator was seen lying with a bend/kink in the package. The nurse unpacked the device but the physician did not want to use it, due to the bend in the dilator and used another device. The involved device was not used on the patient. It was reported that another device was used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6 fr arteriotomy locator was returned for evaluation. The carrier tube assembly and the hemostasis sheath were also returned. Visual inspection revealed deformation at the blood inlet hole of the arteriotomy locator. The locator outer diameter and the blood inlet hole was measured and all measurements were confirmed to meet manufacturer specifications. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results the reported event was likely caused by the application of an off axis force to the arteriotomy locator.